Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, number two states, "disassociation of the humeral head component from the humeral stem component has been reported. Failure to properly align and completely seat the components together can lead to disassociation". Date of event: unknown the user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report sent april 27, 2011.

Event description:
It was reported that patient underwent shoulder arthroplasty on (B)(6) 2011. Subsequently, radiographs revealed disassociation of the humeral head taper adaptor and stem. A revision procedure was performed on unknown date where the surgeon re-engaged the same taper adaptor and stem and no components were removed. No further information has been provided to date.